Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during an inferior vena cava (ivc) filter retrieval procedure, the flexor raabe guiding sheath unraveled at the tip as it was being removed from the internal jugular vein. Another manufacture's gooseneck snare had been used inside the complaint device, but nothing was inserted into the lumen when it was being removed. It was reported that a thread over a foot long in length came out of the end of the sheath into the patient's anatomy. The physician was able to remove the thread from the patient by gently pulling on it. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional method code: 3331. Additional information: added age gender the facility medwatch was received 04jan2018 and has been attached. It was reported the ivc filter retrieval was successfully completed prior to this event. The patient had history of deep vein thrombosis(dvt) of the proximal lower extremity with unspecified chronicity and unspecified laterality. Mnp(abbreviation not defined). Current inferior vena cava filter ¿ last exchanged on 11/08/2017. Lot number, manufacture and expiration dates, and unique device identifier. Report source. PMA/510(k) number = pre-amendment. Investigation evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. A used flexor raabe guiding sheath (kcfw-9.0-38-55-rb0raabe) was returned. The sheath tubing measured 55.1cm. A 45.0cm strand of liner was exiting the distal end of the sheath. The endogo scope was used to visualize the inner lumen of the sheath. It appeared that delamination occurred along the entire length of the device. The proximal fitting was disassembled, in order to examine the flare. Delamination was observed at the distal end of the flare. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product and it's associated raw material lot numbers shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [pr212525_uf 3500a form_reference 2400010000-2017-8055.pdf] blank fields on this form indicate the information is unknown, or unavailable. Additional method code: 3331. Additional information: added age. Gender. The facility medwatch was received 04jan2018 and has been attached. It was reported the ivc filter retrieval was successfully completed prior to this event. The patient had history of deep vein thrombosis(dvt) of the proximal lower extremity with unspecified chronicity and unspecified laterality. Mnp(abbreviation not defined). Current inferior vena cava filter ¿ last exchanged on 11/08/2017. Lot number, manufacture and expiration dates, and unique device identifier. Report source. PMA/510(k) number = pre-amendment. Investigation evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. A used flexor raabe guiding sheath (kcfw-9.0-38-55-rb0raabe) was returned. The sheath tubing measured 55.1cm. A 45.0cm strand of liner was exiting the distal end of the sheath. The endogo scope was used to visualize the inner lumen of the sheath. It appeared that delamination occurred along the entire length of the device. The proximal fitting was disassembled, in order to examine the flare. Delamination was observed at the distal end of the flare. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product and it's associated raw material lot numbers shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.